Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization eua (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external leak was observed originating from the filter of an oxiris set during priming. There is no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6 and h10. H10: the device was received for evaluation. During visual inspection, the return line blood header port was observed broken. The reported condition was verified. The cause of the condition could not be determined. However, the most probable cause was due to shock during shipping. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The exact moment and location where the shock occurred could not be determined. A product with such damage would have been detected during the manufacturing plant¿s 100% in process visual control & leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.